Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. The device air compressor was found to have an air leak and was replaced. All functional tests passed after repair. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, peritonitis is a known complication of peritoneal dialysis, caused by a break in sterile field or aseptic technique. There is no reports of device malfunction or cassette/tubing leaks.

Event description:
A peritoneal dialysis patient called fresenius technical support to get assistance due to not draining. Drain 0 of 5, 1 ml drained out of 1900 mls. The patient line clamp was closed. The patient is currently at 4 mls drained after unclamping the blue clamp. The patient provided technical support with the number for the head nurse. The nurse stated the patient had fibrin on tuesday night. The patient said this was his third day with peritonitis. The patient stated his peritoneal dialysis nurse is aware. The patient stated he was in too much pain and wanted to call a medic to take him to the hospital. The patient told the nurse to call his doctor and let him know he was coming. The patient said he would be able to disconnect on his own.